Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting a false negative reactions with a patient's sample with a previous history of anti- e using ortho 0.8% resolve panel a lot # vra314 exp. 12/4/18. According to customer, sample was tested on (B)(6) 2018 on vision analyzer and antibody screen was positive using 0.8%selectogen, with cell #2 reacting 3+.( e+) additional testing was performed on the resolve panel a lot# vra314 and all cells including the e positive cells ( #3 and #6) were negative. Customer also retested the sample using tube method with lis enhancement and ortho screening cells lot # s078 (mxp#(B)(4)) and again no reactivity noted. Sample was sent to reference lab and anti-e was confirmed issue started on: (B)(6) 2018; reported: (B)(6) 2018; frequency: x1; microtubes/wells or cell (donor #) affected: 3 and 6; methodology used: manual gel ; incubation time (for manual test only): 15 min ; reaction grade obtained: negative ; customer was expecting: positive . Test repeated: yes and claimed saw negative reaction with cell #3 and positive with cells # 6 using only the two selected e positive cells from panel a lot # vra314 . Method used to repeat: manual gel method ; transfusion history: no recent transfusions ; sample type: edta ; reagent/protocol-handling (reagent, cards, cassettes): 0.8% resolve panel a lot# vra314. Cards /cassettes/ storage condition temperature: gel cards confirmed to have normal appearance and stored at rt according to IFU indications. Visual appearance before use: acceptable . Incubator type: mts workstation . Cards/cassettes centrifugation: mts workstation. Other relevant details: daily qc performed and acceptable. Cts discussed possible causes of the false negative reaction and referred the customer to the package insert to the 0.8% resolve panel a and discussed differences in antibody titer and phenotypes of the reagent red cell donors may have attributed to the false negative reaction.